Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, and the findings did not replicate or confirm the customer reported event. There was no frayed cable observed during visual inspection. No damage was found to the conductor wire and the instrument also passed the electrical continuity test. Additional unrelated observation(s) not reported by site: the instrument was found to have one bent grip causing them to be misaligned. The grips were not found to be cracked. There was a 0.73 offset at the tips.